Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they were on hold with dexcom technical support when they went unconscious. The patient¿s husband tested her blood glucose and it was over 600 mg/dl and gave her insulin to try and bring her blood glucose down. It was indicated that the paramedics came to the patient¿s house and transported her to the hospital where she was given fluids for dehydration. She indicated that tests were performed for potential infections that could have caused the patient¿s glucose value to increase. The patient was admitted to the hospital and was sent home on (B)(6) 2018. There was no allegation against the dexcom as the patient was not using the device at the time of event because she was waiting for a replacement transmitter. At the time of contact, the patient was in stable condition. No additional patient or event information is available.